Event description:
It was reported that a spectrum iq pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "air in line error" was not reproduced due to "reload set" alarms. A review of the event history log revealed "air-in-line!" Messages however it was recorded last on (B)(6) 2024, but the device was not used too much between (B)(6) 2024 and (B)(6) 2024. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty ultrasonic sensor. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.